Event description:
It was reported that the pt experienced a loss of therapeutic effect for the past three weeks. The pt felt a tingling sensation in the pocket or implantable neurostimulator area prior to the loss of therapy. There was no known related incident or accident reported. There was also no telemetry when the clinician programmer was used. New batteries were used and changes in the pt's position were attempted with no change in results. There was no electromagnetic interference (emi) in the room. It was later reported that the cause of the event was unk. It appeared as though the pt's device battery had been prematurely depleted. There were no abnormal impedance measurements. A replacement of the device was planned, but there was no date scheduled as of the date of this report as the pt was awaiting insurance authorization. The pt was hospitalized due to this event. The pt was noted to have a non-serious injury with nausea and vomiting. The pt restricted the intake by mouth. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).